Manufacturer narrative:
Common device name: closed antineoplastic and hazardous drug reconstitution and transfer system. Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was separation around the membrane of the bd phaseal¿ l connector c90j which resulted in leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about separation of the membrane of c90j, resulting in leakage. The hcp inserted c90j into a saline bag and injected an anticancer drug. The hcp then disengaged the injector, and found that the membrane of the c90j was separated, resulting in leakage.

Event description:
It was reported that there was separation around the membrane of the bd phaseal¿ l connector c90j which resulted in leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about separation of the membrane of c90j, resulting in leakage. The hcp inserted c90j into a saline bag and injected an anticancer drug. The hcp then disengaged the injector, and found that the membrane of the c90j was separated, resulting in leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 2201207. D.4. Medical device expiration date: 31-dec-2025. D.10. Device available for eval: yes. D.10. Returned to manufacturer on: 12-sep-2022. H.4. Device manufacture date: 27-jan-2022. H.6. Investigation summary: one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was never assembled onto the connector body. A device history review was performed for lot 2201207 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece. A project was initiated to further address this issue and prevent any reoccurrence. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.